Event description:
It was reported that the right ventricular (rv) lead was dislodged which noted pacing failure and high pacing threshold. Although no obvious displacement was observed on the chest x-ray, it was decided to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.